Manufacturer narrative:
It was reported the switch failed. Upon examination, we discovered that a pcb component appears to have shorted, causing other component to fail. The flame-retardant switch housing contained the event properly, but was deformed in the process. At our request, the MFR of the switch has enacted several CAPA projects to improved the quality of the switch. The occurrence of board component failures has dropped significantly in the past 12 months.

Event description:
It was reported the switch failed.